Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed multiple continuous resets. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the handle would not charge. There was no patient involvement. Medtronic's initial evaluation of the incident device found damage to the 44-pin flex cable on the ground pins where it connects to the motor board.